Event description:
Healthcare professional later reported "capsular contracture grade IV''. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, and singular 10 mg per day and in-office capsulotomy / (B)(6) 2024". This record is for the "right" side. The device remains implanted.